Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
The customer reports after an unspecified procedure using an evis exera iii duodenovideoscope and a single use distal cover, tissue was found stuck behind the distal cover. There was no adverse effect to the patient as a result of this occurrence. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the distal cover used in procedure. Case with patient identifier (B)(6) reports the scope used in procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, it is likely that the reported issue was caused by the following: 1. User operates suction while the distal end opening space was near the surface of mucosa, which causes the mucosa to get sucked into distal cover. When the user tried to remove the scope in this situation, the mucosa is damaged by the edge of the distal cover. 2. Distal cover cracks at tear-off line by inappropriate attachment of the distal cover of the scope. When the distal end is pressed to the surface of the mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. Per CAPA no. (B)(4), mucous membrane remains suctioned for several seconds even after the suction operation is stopped. Therefore, even if suction operation is not performed during withdrawal and distal cover is not cracked, the event may occur if device is withdrawn immediately after suction operation is stopped. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ olympus will continue to monitor field performance for this device.